Event description:
It was reported that the patient presented with episodes of vf and vt. The patient received inappropriate therapy and the physician believed this is due to t-wave oversensing. Upon review of the session record, it appeared the events were falling where a t-wave would be but the amplitude was too large to be a t-wave. It was noted that it is possible the lead had dislodged or start of a lead issue. Chest x-ray was performed, but no further information on the results was available. On (B)(6)2017, it was reported that rv lead capture had risen. Lead fluoroscopy was planned but unknown if it was performed. On (B)(6)2017, the patient was brought to the ep lab for generator change, defibrillation threshold testing revealed gross noise oversensing post shock. The rv lead was capped and replaced. The patient tolerated the procedure well without complications.